Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: test strip issue.

Event description:
Consumer complaint of "hi" blood results. Expected blood glucose results fasting range from 258 to 300mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call non-fasting ((B)(6) 2015; 1:59pm) with results of 584mg/dl and "hi". Verified storage of test strips is within instructed specification. Test strip lot MFR's expiration date is 06/24/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 369mg/dl (B)(6) 2015, 11:00am; 170mg/dl, (B)(6) 2015, 11:00am; 500mg/dl, (B)(6) 2015, 11:00am; 504mg/dl, (B)(6) 2015, 11:00am; 579mg/dl, (B)(6) 2015, 11:00am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.